Manufacturer narrative:
Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product manufacture date unknown; lot number unknown. The root cause of the (B)(6) infection is likely community or hospital acquired and not caused by the zenapro device. The root cause of the infection is potentially related to early removal of the drains. If the seroma, which was diagnosed at 2 weeks post op, was not completely cleared at the 3-week post op mark when the drains were removed, then the potential for infection increases. The IFU advises the user to "place closed suction drains for 2-6 weeks. Remove when output is less than 20 ml/24 hours for at least two (2) consecutive days or until drain is dry." Other factors such as post op care relating to drains and wounds could contribute to the infection. The IFU notes infection and seroma formation as some of the possible adverse reactions with the use of any prosthesis. In addition, the IFU states that 'if conditions of infection, inflammation, or allergic reaction cannot be resolved, consider removal of the device."

Event description:
Dr. (B)(6) performed a tar - sugarbaker hernia repair, on (B)(6) 2015, for repair of a combined ventral/paracolostomy hernia as well as hernias at three previous stoma sites. A zenapro 20x30 cm device was placed in the retrorectus/preperitoneal space. Drains were placed above the mesh but under the anterior fascia. The patient presented to the emergency room at 2 weeks post op with abdominal pain. A CT scan revealed residual seroma that was large so the drains were left in place for an additional week. The drains were discontinued at the 3-week post op mark. The patient presented at post op week 4 with continued pain. A CT scan revealed a similar appearing fluid collection above the mesh, but it contained air and looked like an abscess. Culture fluid was obtained from a percutaneous drainage. The fluid grew out (B)(6). The patient is in the hospital with a drain in place and on IV antibiotics. Dr. (B)(6) is going to try to salvage the mesh with drainage and long term IV antibiotics.